Manufacturer narrative:
The technician found the siderail latch cover was bent under the lock mechanism which prevented the siderail from locking properly. The technician adjusted the latch cover to repair the bed.

Event description:
The account alleged the right foot siderail failed to move into the raised and locked position.